Manufacturer narrative:
Plant investigation: the reported complaint symptom (dv > 180% to 200% of fv) was not confirmed. The reported complaint symptom code (trng: uf questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no signs of physical damage. The ¿go/ no go gauge¿ check passed. Two (as-received) simulated treatments were performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contact reported to technical support that the patient has not been draining enough fluid during the first few drains and the patient experienced a large drain at the end of treatment. The patient did not report encountering any alarms on the liberty select cycler. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (4) where 3140ml drained. This drain is 185% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1696ml is 3053ml. Therefore, a reportable malfunction has occurred. The patient was advised to contact the peritoneal dialysis nurse regarding the event and a replacement cycler was arranged. The patient indicated that treatment would be complete with continuous ambulatory peritoneal dialysis. Additional information was solicited.